Manufacturer narrative:
Received one device. Customer¿s reported problem, latch/lock sticking was verified. The cause is the latch lock. Visual inspection found delaminated downstream occlusion sensor (dso) seal, and worn upstream occlusion sensor (uso) seal. Replace both dso and uso seals, the device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device latch/lock is sticking. There was no reported patient involvement.